Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Approximate implant date 1995. Concomitant medical products: item# unknown / unknown head/ lot # unknown, item# unknown / unknown cup/ lot # unknown, item # unknown/ unknown liner/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00032, 0001822565 -2020 -00022.

Event description:
It was reported patient has been indicated for revision surgery 25 years post implantation due to unknown reasons; however, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The following sections were updated/corrected updated: g4; g7; h2.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.